Event description:
It was reported that during preparation, the device prompted an error code 240 (calibrations - ho system not calibrated - detected in user mode on startup that system not calibrated by service/manufacturing before) and error code 258 (lasing and safety-pulse rate high (sw).) It was also noted that the device had a case saver mode. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported allegation of the device displaying an error message and case saver mode. Upon arrival, the instrument was not in use. The instrument serial number was verified. Upon inspection, the second relay mirror on channel one was found to be damaged. The optic was replaced. The instrument was then powered on and initialized without error. Calibrations were run, and output power was checked, and all values were within specification. The instrument meets all bsi specifications and was returned to the customer for clinical use. The used part was disposed of onsite and will not be returned to bsi. The malfunction found could have affected the device performance, leading to the event experienced by the customer. A review of the device history record (DHR)/service history was completed and states that the device was installed on (B)(6) 2021, and this event occurred three years after the system installation. After this period, component wear, failure, or damage is possible based on product use. The investigation conclusion code assigned is "cause traced to component failure," which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during preparation, the device prompted an error code 240 (calibrations - ho system not calibrated - detected in user mode on startup that system not calibrated by service/manufacturing before) and error code 258 (lasing and safety-pulse rate high (sw).) It was also noted that the device had a case saver mode. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.